Event description:
Customer reports to have high blood glucose which was treated with a manual injection. Customer states his high blood glucose were due to bent cannulas. Customer's blood glucose was unknown. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting it was found that drive support cap appeared normal, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were correct, basal rates were correct, insulin did exit tubing, and no air found in tubing. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer states no delivery and high blood glucose may have been caused by scar tissue as customer had used the same site for years. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge (B)(4).